Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed a no output condition. Further testing revealed this was due to lifted hybrid bond wire. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore the final analysis results indicate the device had no anomalies. Dr implantable pulse generator it was reported the device was explanted due to infection. It subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported. Further review of the device memory reports indicate the device was functioning at the time of explant. Device involved in incident was evaluat electrical tests performed; mechanical tests performed; visual examination device performed according to specifications no conclusion can be drawn other (an appropriate device code cannot be identified).

Event description:
It was reported the device was explanted due to infection. It subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported. Further review of the device memory reports indicate the device was functioning at the time of explant.